Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced sycnope. The cause was unknown. The patient was hospitalized and evaluated. The pacemaker was reprogrammed. No further complications have been reported. This product remains in-service.